Manufacturer narrative:
(B)(4). No conclusion code available. Failure observed during analysis. Optim insulation degradation was noted at 33.5-35.5cm and 37.7-38.1cm from the distal tip. The silicone insulation was intact at these locations.

Event description:
This report is to advice of an event observed during analysis.